Manufacturer narrative:
The device was returned to the factory for evaluation. Both the hemopro and cannula were returned. There was no reported failure for the cannula. A visual inspection was conducted. Evidence of clinical use and evidence of blood were observed on both devices. Large buildup of tissue and charred blood was observed at the heating element of the jaws of the hemopro. The cannula ring (c-ring) was transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no missing components observed on the c-ring. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. The area of the cut showed melting of the c-ring. An electrical evaluation was conducted for the hemopro. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or intermittent continuity for the complaint unit during our testing. Based on the returned condition of the device the reported complaint was not confirmed. The complaint is confirmed for the analyzed failure "break; cannula ring." The most probable cause of the failure is engagement of the cautery tool with the c-ring prior to activation of the device. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped worked. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Hemopro device stopped working during the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped worked. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Hemopro device stopped working during the procedure.